Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 10.7 mmol/l. The customer stated insulin is squirting out during the manual prime process. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was received unable to prime during prime test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, cracked lcd window, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and missing the end cap sticker.